Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Navigated scan and plan case with quadrant retractors. Set up completed for o-arm scan (generic work volume used prior to o-arm scan for work around solution for right shoulder option). Scan completed. Planning completed by surgeon. Generic work volume completed and 3-define attempted. Plastic cover on camera was visually verified, towels placed, and lights shinned away from work volume. Screen was black with no processing of the work volume in the field. Arm froze in extension. Arm resent to clear up and 3 define re-attempted with same results. Rtc suggested generic work volume, stylus was utilized with sample points used to mark the patient reference frame for navigation & the endpoints of the quadrant retractors. Rtc sent to first trajectory and surgeon stated that docking point was not according to plan. Surgeon used navigation probe in long cannula although was not able to reach docking surface. Arm was cleared and surgeon marked surface of docking with navigation and when the arm was resent surgeon stated that the docking surface was approx. 1cm off trajectory and wanted to abort the use of the robot. Surgeon proceeded with use of navigation. (*as surgeon, aborted case patient was coming out of paralytic, began ¿bucking¿ on table) error: 4059 "arm shift detected in joint 1 maintenance action is required. Stop operation".